Event description:
A pk papyrus covered stent system was selected for treatment of a type I perforation in proximal rca at the target lesion. The pk papyrus was inserted, but unable to cross, and the stent dislodged. Another pk papyrus was used and successfully deployed. The perforation was sealed and no injury or complications to patient had occurred. Patient was discharged as usual.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form and cathlab report) was sufficient to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome not as a device related and not as a procedure related complication. It should be noted that the IFU states not to re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.